Event description:
Caller reported aviva system blood glucose results, all mg/dl: 59 at 6:04 am, 48 at 6:07 am, 211 at 6:10 am, 74 at 6:11 am, 64 at 6:13 am, 163 at 6:16 am, 74 at 6:17 am, 140 at 6:20 am, 84 at 6:22 am. Customer treated self with 13 glucose tablets based on the low results received. Did not require any professional medical treatment. Customer was dizzy and confused. Customer currently feels fine. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.